Event description:
On (B)(6) 2010, pt reported the up and down buttons on the infusion device were defective. This was first noticed a few months prior when attempting to bolus. Pt had to press the up button multiple times for it to respond. Pt continued to use infusion device. On day of report, the down button on the infusion device stopped functioning properly. Pt does not know how long she has used infusion device and boluses 4-5 times per day. Both up and down buttons pop up after being pressed. Infusion device was not dropped or exposed to water or insulin ingress. Pt switched to backup infusion device. Primary infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.